Event description:
Pt had knee replacement surgery and her right knee was replaced with a prosthesis in 2003. Consumer alleges that following the surgery, she has been in extreme pain due to this prosthesis. She had looked in the internet and has been in contact with an, md, who has done research on this type of prosthesis and pt believes that the unit should be recalled by FDA. Pt has also been in contact with opetrak representative, who told her that the unit has not been recalled. Surgeon has examined pt and has told her that the prosthesis is fine and in place. Pt has to have hydrocodone and vicodin medication for the pain.